Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was provided on 16apr2025 clarifying the failure. As reported, the hub of the flexible stiffening cannula was loose and was unable to attach to the catheter hub. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. A detailed search of complaint history revealed no previous events involving the failure mode "the luer lock of the stiffening cannula was difficult to attach to the mac-loc assembly" that has led to a serious injury. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50, the complaint event is considered not reportable. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub. Upon opening the package before the procedure, it was found that the catheter hub was loose and there was leakage between the catheter and mac-loc hub. The procedure was successfully completed with a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.